Event description:
During the index procedure an in. Pact av access was used to treat the left arm swing point. Approximately 23 months post procedure patient suffered recurrent stenosis of left innominate vein. Due to prolonged bleeding and left arm swelling, repeat fistulogram and angioplasty performed on original target vein. Recent reintervention in same region occurred (ae2). Non-dcb angioplasty to basilic swing point indicated area angulated rather than truly stenotic. The same non-dcb balloon was then used for angioplasty to innominate vein stenosis. Two additional non-dcb balloons were used in innominate vein and follow up imaging showed patent innominate vein. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.